Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission, the pulse generator exhibited noise in atrial and ventricular channels and pacing inhibition, it is believed the patient was not symptomatic. No intervention had been reported, the cause of the noise had not been determined. The device remained implanted and the patient would continue to be monitored.